Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the iol was exchanged in a secondary procedure. The patient reason for the exchange was documented as "can't see well" and the clinical reason was "induced anisometropia". Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the certified ophthalmic technician, who reported that the event resolved with treatment. The surgeon contributes the patient's symptoms to the wrong iol power.